Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Angulation direction was out of standards due to the worn angle wire. Angulation knob was out of standards due to the worn angle wire. There was a gap on the bending section rubber adhere. There was a crease on the connecting tube. The light guide and ccd lens was cracked. The device cover was deformed. There was a leakage due to the deformed elevator channel plug. There was corrosion due to the connector leakage. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that there was leakage from the device. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that there was dirt on the light guide lens. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. Moisture entered inside the device from the leakage point. As a result, the light guide lens was corroded and dirt remained inside the light guide lens. If significant additional information is received, this report will be supplemented.